Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that at least 18 applications were performed with the balloon catheter on the date of the event with no system notice. Visual inspection of the mapping catheter showed that the mapping shaft was kinked 4 inches from the ECG connector. Also, the mapping catheter was kinked at the loop (misshape) and the pebax tube was ribbed. The catheter failed the return test due to a kink on the shaft and the loop. Also, the pebax tube was ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician observed that the connection of the mapping catheter came off. It did not appear that there was fracture or other issues with the catheter. The physician decided not to replace the catheter due to risk and proceeded with the procedure and complete the case with cryo. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.